Event description:
This css console was not on a pt. Customer reported that during a routine console checkout, the css console did not pass calibration. This alleged failure mode poses a low risk to a pt because the css console was not supporting a pt when the issue was observed. In addition, it does not prevent the ability of the css console to perform its life-sustaining functions. Syncardia has requested that the css console be returned for eval.